Manufacturer narrative:
Analysis of historical records: it was not possible to perform the verification of the historical records as the lot number of the device involved was not made available. Technical evaluation: the device involved in this event was discarded by the hospital. Therefore it is not possible to perform the technical analysis. Medical evaluation: the information available on the case was sent to our medical evaluator. Please find below an extract of the medical evaluation performed. -(B)(6) 2020. We have very little information on this event. During insertion one or more of the wings of a chimaera lag screw broke off. The screw and fragments were removed and a second lag screw used. It could not be inserted fully, but the position was accepted and the patient, we are told, is now well. There was a 30 minute delay while this all happened. The screw fragments were discarded. We know nothing about the type of fracture or the quality of the reduction. It sounds as though there was a problem with the alignment of the lag screw. This procedure should normally take 30 to 45 minutes, so an extension of 30 minutes is, I think, clinically significant. It would be good to see some x-rays of the fracture and the implant. (B)(6) 2021 with the further information received this was not a fracture of the head of the femur (we must assume) but of the trochanteric region. The chimaera nail has been developed for extracapsular fractures of the femur that is fractures at or below the base of the femoral neck, and clearly not of the head. Whether or not the reduction was complete might be discovered from x-rays but we understand that these are not available. No further comment is possible. Final comments. The device involved in this event was discarded by the hospital. Therefore it is not possible to perform the technical analysis. It was not possible to finalize the medical evaluation as the x-ray images were not made available. The information received confirmed that the broken fragments of the screw were fully removed, the reduction of the fracture was complete and the patient is well. Based on available information on the event, it is not possible to determine the root cause of the failure occurred. Should further information become available, orthofix will reopen the investigation. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the hospital indicates: - hospital name: (B)(6). - surgeon name: dr. (B)(6). - date of the incident: (B)(6) 2020. - patient information: 88 year-old, initials:(B)(6). - incident description: "during insertion of the cephalic screw through the trocar and then the nail, the locking "wings" of the screw on the nail broke. It is necessary to use to a second cephalic screw, which however cannot be locked in the optimal position." Prolongation of surgery time. Further information received from the hospital through the territory manager: - date of initial surgery: (B)(6) 2020. - body part to which device was applied: head of femur. - surgery description: fracture treatment . - patient's details: 88 year-old. - the device failure had adverse effects on patient: prolongation of surgery time. - the initial surgery was not completed with the device. - the surgery was completed with a device of the same model immediately available. - the event led to a delay in the duration of the surgical procedure: 30 minutes. - an additional surgery was not required. - a medical intervention (outpatient clinic) was not required. - copies of the operative reports are not available. - copies of the x-ray images are not available. Further information received on 11 and 16 december 2020: -the broken screw was discarded by the hospital and will not be returned for analysis. -all device fragments were fully retrieved from patient and the patient is well. Further information received on 18 january 2021: -fracture treated: fracture of head of femur .-reduction achieved: complete reduction of the fracture .-x-rays not available. Manufacturer reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records: it was not possible to perform the verification of the historical records as the lot number of the device involved was not made available. Technical evaluation: the device involved in this event was discarded by the hospital. Therefore it is not possible to perform the technical analysis. The evaluation of the event description is in progress. Medical evaluation: the information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical evaluation become available. As soon as the results of the investigation and/or further details are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the hospital indicates: hospital name: (B)(6). Surgeon name: dr. (B)(6). Date of the incident: (B)(6) 2020. Patient information: (B)(6) year-old, initials: (B)(6). Incident description: "during insertion of the cephalic screw through the trocar and then the nail, the locking "wings" of the screw on the nail broke. It is necessary to use to a second cephalic screw, which however cannot be locked in the optimal position." Prolongation of surgery time. Further information received from the hospital through the territory manager: date of initial surgery: (B)(6) 2020. Body part to which device was applied: head of femur. Surgery description: fracture treatment. Patient's details: (B)(6) year-old. The device failure had adverse effects on patient: prolongation of surgery time. The initial surgery was not completed with the device. The surgery was completed with a device of the same model immediately available. The event led to a delay in the duration of the surgical procedure: 30 minutes. An additional surgery was not required. A medical intervention (outpatient clinic) was not required. Copies of the operative reports are not available. Copies of the x-ray images are not available. Further information received on 11 and 16 december 2020: the broken screw was discarded by the hospital and will not be returned for analysis. All device fragments were fully retrieved from patient and the patient is well. Manufacturer reference number: (B)(4).